Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4),,batch/lot number: 1110777, model/catalog description: coveredge x 32 surgical lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: (B)(4), model/catalog description:clik x anchor sterile kit . The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient had methicillin-resistant staphylococcus aureus (mrsa) infection at the ipg incision site. Symptoms of redness and puss were noted. The physician believed that the infection was not device related but due to patients uncleanliness. The patient was placed on IV antibiotics and underwent an explant procedure.